Event description:
The surgeon attempted to implant a collamer lens and was unable to advance the lens through the cartridge. It was stated the haptic was torn. The lens was not implanted and there was no pt contact or injury. The contact stated the indigo-p injector and sfc-25 cartdridge were used, but the lot numbers were unk.